Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t wave oversensing and oversensing of noise that resulted in delivery of inappropriate shock therapy. It was noted that the patient had sternal wires. The electrode position in relation to the sternal wires was felt to be the root cause at the time. Programming changes were made, however, were unsuccessful in resolving the oversensing. The physician was considering replacing this product with a transvenous implantable cardioverter defibrillator (ICD) system, however, the patient did not wish to undergo a replacement procedure. Tachycardia therapy was programmed off for this s-ICD and remains implanted and in service. No additional adverse patient effects were reported.